Event description:
It was reported that a patient used a cracked minicap. This event occurred during use of peritoneal dialysis therapy. The patient stated that the minicap that was attached to the transfer set had a crack about a fraction of an inch at the bottom of the minicap. The patient stated they placed tape around the crack and continued use of it. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient continued use of a cracked minicap. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to ensure the tip protectors on the ends of the tubing are on and unbroken. If damage is found, obtain a new disposable set and repeat the inspection procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.